Manufacturer narrative:
H.6. Investigation summary: bd received a 22 gauge insyte autoguard blood control unit from lot 8298609 for evaluation. A review of the device history record was performed for the reported lot and no related quality issues were found during production. Our quality engineer visually inspected the returned unit and observed no physical/mechanical damage to the catheter tip. There was a v-shaped gouge caused by the needle tip to the catheter tubing. The gouge did not go all the way through the tubing. Next, a water/air leak test was performed and no leakage was observed coming from the unit. Based off the visual inspection and testing the engineer was unable to verify the reported defect. Since no defects were found with the catheter tip a definitive root cause could not be determined. The manufacturing facility has been notified of this incident and the finding.

Event description:
It was reported that the tip of the bd insyte¿ autoguard¿ bc shielded IV catheter was found cracked before use. The following information was provided by the initial reporter: "the user complained that a crack was found at the tip of the catheter."

Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the tip of the bd insyte¿ autoguard¿ bc shielded IV catheter was found cracked before use. The following information was provided by the initial reporter: "the user complained that a crack was found at the tip of the catheter."